Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was found to be damaged during the service call. The customer canceled the service call.

Event description:
The customer reported that the 9600 system had a collimator iris potentiometer error. No patient injury was reported.